Event description:
The customer reported to philips the device has intermittent failure displaying defective general system test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).